Manufacturer narrative:
The reported event was inconclusive, as the device was not returned for evaluation. A potential root cause for this failure mode could be a result of over inflation and/or extended indwelling periods. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that upon deflating the balloon it mushroomed, and caused a ridge and difficult removal.